Event description:
User received nine pt samples with errant calcium results. The following eight pt examples were provided. (Sample#: initial result/repeat result). Units of measure = mg/dl. 6.9/8.4, 6.7/7.8, 6.6/8.0, 7.0/8.5, 7.0/8.3, 7.5/8.7, 7.2/8.2, 7.9/9.4. Errant results were not reported for pt sample 1. All other initial errant sample results were reported. No pts were adversely affected. The field service rep determined the cause to be the reagent 2 probe was out of alignment and replaced and adjusted the probe. Performance tests were performed.